Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6a, d6b. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal with 3.5 lcp metaphyseal plate and 3.5 cortex screws in question. The patient had an initial procedure performed at an outside hospital back in (B)(6) of 2020 for a humerus non-union. The patient resides at a nursing home and was lost to follow up due to covid restrictions. The patient was transferred to a surgeon on (B)(6) 2021 and upon laboratory diagnosis was determined to have an infection and the hardware was removed without issue on (B)(6) 2021. This complaint involves one (1) devices. This report is for (1) 3.5mm cortex screw self-tapping 32mm. This is report 1 of 1 (B)(4).